Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event cannot be confirmed. Visual inspection of the shims exhibits signs of repeated use (nicked or gouged). Both bearings are present but one of them have collapsed in the hole. Unable to confirm what happened with the ball bearing spring underneath it. Device history record (DHR) was reviewed and identified no deviations or anomalies during manufacturing. The device is confirmed to have been a part of the CAPA 997 investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that spd noticed that the bearing was missing while cleaning.